Manufacturer narrative:
Based on available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to FDA on (B)(6) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Manufacturer narrative:
The product associated with batch 3c02950 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It is reported that end-user's peristomal skin at the 12 o'clock to 6 o'clock position presented with four (4) red open areas with yellow drainage resulting in the prescription of gentamycin to treat the affected site; in addition stomahesive powder was reported to have been used by end-user.